Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The consolidated ventilator interface board was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 phone call, (B)(6) 2016 phone call, (B)(6) 2016 phone call.

Event description:
The hospital reported that, during a case, the unit stopped ventilating. There was no reported patient injury.